Event description:
It was reported that a patient underwent a procedure at th9-l3 due to th12 traumatic burst fracture with paralysis. It was reported that during the final tightening of the second set screw, the tip of the driver broke off and the tip fragment remained in the set screw. The surgeon was not able to remove the fragment. The remainder of the set screws were replaced with break-off set screws and the procedure was completed using a break-off driver without any further incident. No further patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
Outcome attributed to adverse event - udf (unretrievable device fragment). (B)(4).